Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded and printed at the mfg site. The programming present in the history does not correlate with the customer contact's reported programming; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that the device powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the device was programmed in the pca only mode, to deliver morphine 1 mg/ml, with a 1 mg pca dose, a 10 minute pt lockout, and a 30 mg four hour dose limit. The customer contact could not specify if the device was operating on ac or battery power. After an unspecified length of time, while returning the pt to bed, the nurse reported that the device "simply quit while on the pt." No audible alarm tone was noted. The nurse powered the pump back on and noted that the settings were lost. The nurse reprogrammed the pump using the same parameters. The device remained in clinical use. The following day, pca therapy was discontinued due to hospital protocol and the pt was changed to oral pain medication. During testing at the user facility, the device passed testing. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.